Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced a return of pain, high impedance, loss of stimulation, and episodes where stimulation would turn off. The patient became completely immobile, unable to move or walk, when stimulation was lost. The issue occurred after charging the device, with the controller indicating stimulation was on, but the patient did not feel it. Attempts to troubleshoot included checking the controller, verifying the intensity, resetting the controller, and switching between group a and group b settings. Group b provided stimulation only while the patient was lying down; when the patient attempted to sit up, stimulation turned off and on rapidly, and then shut down completely once fully upright. Adaptive stimulation was not enabled. The patient had no falls or trauma. The issue was ongoing and unresolved, and the patient was redirected to their healthcare provider for further evaluation.